Event description:
It was reported that, the device would not staple during a lap chole procedure. They opened another instrument to continue the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 8 clips within mfg specifications and 1 pear shaped clip due to a double fed issue. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.